Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this follow up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and treated with glucose. Troubleshooting was performed for the low bg and advised the customer to monitor pump. The customer reported no adverse event. The event involved in the products were mmt-397a, mmt-7020a, mmt-1780kpk and mmt-332a. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1780kpk was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08720 inches. Unit failed the sleep current test with high current. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. The electronic assemblies and motor assemblies were inspected and moisture damage found on the electronic stack. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, missing display window cover, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, cracked retainer ring, battery cap contact missing, corroded battery tube, cracked reservoir tube lip, and pillowing keypad overlay. Pump failed the sleep current test with high current. This was found to be due to moisture damage on the electronic stack. No over delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.